Manufacturer narrative:
At this time the product has not been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specifications. The dhrs showed the libre sensor and sensor kits passed all tests prior to release and there was no indication that the product did not meet specifications. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc device. Customer received low adc sensor scan results of 63.00 mg/dl and 61.00 mg/dl compared to hcp meter results of 451 mg/dl and 423 mg/dl respectively and experienced hyperglycemia and fatigue. Hcp administered a short term injection of insulin, no further treatment was reported. When plotted on a parkes error grid, the reported readings fell into the "d" zone showing the difference in values to be clinically significant. There was no report of death or permanent impairment associated with this event.

Event description:
A low readings issue was reported with the adc device. Customer received low adc sensor scan results of 63.00 mg/dl and 61.00 mg/dl compared to hcp meter results of 451 mg/dl and 423 mg/dl respectively and experienced hyperglycemia and fatigue. Hcp administered a short term injection of insulin, no further treatment was reported. When plotted on a parkes error grid, the reported readings fell into the "d" zone showing the difference in values to be clinically significant. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6)has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.